Event description:
The workhorse ii balloon ruptured at stented area at about 10 atm. While trying to remove balloon, the tip disattached and floated in access. The disattached tip was retrieved from the access.

Manufacturer narrative:
Conclusion: the complaint investigation is inconclusive. The actual lot number was not reported and the actual sample was not returned for eval. Without the actual sample angiodynamics is unable to conduct a thorough investigation. The exact cause of the complaint is unk. It is possible the balloon rupture occurred due to the balloon getting caught on the stented area. A review of the manufacturing records for the possible lots indicated that all of the device specification and quality requirements were satisfied. The instructions for use states the following to help prevent this type of complaint: "proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter." Do not advance the guidewire, balloon dilation catheter or any other component if resistance is met, without first determining the cause and taking remedial action. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly, if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. Before removing catheter from sheath, it is very important that the balloon is completely deflated. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.